Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "leak in iab circuit" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation by the company representative indicated a mild condensation in purged line. Representative performed condensate removal procedure and verified solenoid driver calibration. Performed full functional, performance and safety tests to factory specification. It functioned normally and was returned to the customer. (B)(4).